Event description:
The customer reported that the jaws of the device would no longer open after being applied to mesentery tissue. The tissue adjacent to the jaws was cut in order to remove the device from the patient. There was no blood loss, tissue damage or injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report on: (B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.